Event description:
Electrocautery unit chirped when it was turned on. Current was initiated even though the pedal was not pressed. Device continued chirping. It was removed from service and the biomedical engineering department was called.